Event description:
It was reported during device change out due to normal eri, a noticeable crack in the outer insulation of the patch that was connected to the rv coil port was observed. The patch was connected to the svc port and the patch originally connected to the svc port was changed to the rv port. The patch remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.